Event description:
The account alleged the pt position module is not alarming. No pt impact.

Manufacturer narrative:
The technician found the bed scale was not zeroed prior to the patient being placed in the bed. The technician zeroed the scale and set the pt position module to resolve the issue.